Event description:
Attempted access of port in pediatric oncology for exchange transfusion. When no flow was noted, an x-ray was obtained that showed the catheter was in left subclavian. Pt admitted for observation. The port was originally implanted in the right chest (subclavian) on 1/21/1998. Catheter detached and lodged in left subclavian. Patient was sent to angio 11/11/98 for catheter retrieval, removal of the port from left chest, then placement of port into right chest.